Event description:
It was reported that while impacting the femoral trial, the black impactor pad broke after a strike from the mallet. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with another device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned device found it to exhibit signs of repeated use and the impactor pad has fractured in the corner. All pieces were not returned. Visually verified product identifiers (slot orientation and color). The features of the fracture surface visually align with an overload fracture failure mode. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.